Manufacturer narrative:
Added h6 evaluation codes: component code; type of investigation; investigation findings; investigation conclusions. Investigation summary: a device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality prior to release of product. No physical samples or digital images provided. A web address to an external video hosting site was provided. Per the video, a syringe with liquid is observed and the plunger is pushed. It cannot be determined through the video if the sample presents the problem reported. The complaint shall be reopened if a sample is received at a later date. The manufacturing process was reviewed with the multifunctional team. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition; as well, there have been no similar cases detected in our manufacturing process for this failure mode in the past. Based on the available information, no action plan is deemed required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Initial reporter name and address was corrected.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the plunger is too hard to pull and push when preparing vaccines. It is difficult to adjust during both injection and while drawing up.